Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the device was returned and analyzed. The device was returned and analyzed. The device met 82% of expected longevity.  Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products 0175 competitor implantable tachy lead (B)(6) 2007; 4574 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. The depletion was suspected to be caused by the patient's need for high output. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.